Event description:
Customer reported via phone, the insulin pump had alarmed motor position encoder error and motor error. Customer stated his blood glucose was fine. The device started beeping during an MRI and once he was at home the alarms occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test or confirm alarm in alarm history due to motor error alarm. The insulin pump also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.